Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Suspected cause was due to customer delivering a second bolus without verifying how much insulin was delivered during the initial requested bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.